Event description:
Head of glenoid drill guide snapped off in surgery, causing a 15-minute surgical delay and potentially injuring the surgeon's wrist. Surgeon claims that glenoid instrumentation is faulty.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.